Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds which resulted in loss of capture. The patient did not experience any asystole. Technical services discussed device reprogramming. The hcp re-programmed the device to a higher output and will continue to follow-up. Additional information was received that indicated this right atrial (ra) lead was dislodged. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds which resulted in loss of capture. The patient did not experience any asystole. Technical services discussed device reprogramming. The hcp re-programmed the device to a higher output and will continue to follow-up. Additional information was received that indicated this right atrial (ra) lead was dislodged. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6-device codes.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds which resulted in loss of capture. The patient did not experience any asystole. Technical services discussed device reprogramming. The hcp re-programmed the device to a higher output and will continue to follow-up. Additional information was received that indicated this right atrial (ra) lead was dislodged. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.